Event description:
It was reported that the threads of 10 polaris closure tops were damaged while installing them into the mating screws. They were removed and replaced with additional closure tops to complete the procedure. There was a delay of 10 minutes without patient impacts. This is report ten of ten for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2022-00086 through 3012447612-2022-00094.

Event description:
It was reported that the threads of 10 polaris closure tops were damaged while installing them into the mating screws. They were removed and replaced with additional closure tops to complete the procedure. There was a delay of 10 minutes without patient impacts. This is report ten of ten for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed damage to the threading of all the returned devices. There was no damage to the screw drives. Root cause: root cause was unable to be determined. This event could possibly be attributed to inserting the closure tops off-axis and cross threading them, and then continuing to attempt installation on cross-threaded screws. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.